Event description:
It was reported the patient developed a systemic infection. A blood culture taken from the patient returned positive. However, the device pocket had a negative culture for bacterial growth. The source of the infection was requested but was unknown. The device and leads were removed and replaced. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).